Event description:
It was reported that the patient presented for a scheduled lead revision procedure due to the right atrial (ra) lead was damaged in coronary artery bypass surgery. Prior to the procedure, the patient presented remotely via merlin.net. Transmission showed that the ra lead exhibited under-sensing. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.